Event description:
Six days after primary for an infection the a x-ray was performed on the patient, from the image 3 set screws unscrewing were detected. The surgeon revised successfully the patient only substituting the set screws. The tulips were intact.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 01 june 2018: set screws unscrewing few days after implantation that required revision surgery. Insufficient tightening torque or false thread engagement may be causes of this event but other conditions may also play a role. We cannot determine the real effective cause with the information at hand. Explant analysis would be required.